Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( not changing cartridge per IFU).

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of 400mg/dl with lethargy, polydipsia and extreme drowsiness/difficulty waking up/confusion. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient is changing site every three to four days, putting the tubing into notch prior to retraction. The patient is changing the cartridge every four to five days and not filling the cannula. This report is being made due to the hyperglycemic event the patient experienced that resulted from not changing cartridge per IFU.